Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up the physician found several episodes of vt/svt/vf treated by atp and shocks. The physician thought the therapies were inappropriately delivered on atrial fibrillation episodes. This issue was resolved with medication.